Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation that indicates the event was caused by liberty cycler/liberty cycler set malfunction or product deficiency. The exact cause of the patient¿s peritonitis cannot be determined with the available information. However, peritonitis is a well-documented complication known to occur in pd therapy. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient had been diagnosed with peritonitis. The cause of the patient¿s peritonitis was unknown. Per the patient¿s nurse, the patient was experiencing abdominal. The patient¿s pd effluent was cultured which resulted in a slight elevation of white blood cells (wbc). The patient was treated with the antibiotic vancomycin (unknown dose, route, frequency and duration) on an outpatient basis. The patient was re-educated in aseptic technique during pd therapy. The patient has reportedly since recovered from the peritonitis and continues pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.